Event description:
It was reported that the patient presented with an infection (staphylococcus epidermidis) in the shoulder post mini-open rotator cuff repair. Further patient information was requested without success. This device is used for treatment.

Manufacturer narrative:
The device remains implanted in the patient; therefore, a definitive conclusion could not determined from the information available. Device history review revealed no issues with the sterilization of this lot. This is the second complaint of this nature for the part/lot combination from the same surgeon/hospital. Based on previous evaluations, infection cases are usually hospital acquired, not a product related issue. The type of organism identified in this patient is a pathogen responsible for common nosocomial infections.